Event description:
A malfunction was reported on the customer's pump, identified with malfunction code 12. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support arranged to replace the pump, providing instructions on storage mode and return procedures for the old pump. The customer will continue to use current pump for insulin therapy.